Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using 2 bd nexiva¿ closed IV catheter systems, that one-fourth part of the package was printed red. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the one-fourth part of the package was printed red."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12aug2022. H6: investigation summary: bd received two sealed 24 gauge nexiva units from lot 1274939 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected both units and observed a portion of the packaging material was red in color. The red material was determined to be from the packaging process and was not intended to be used in the finished packaging. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a packaging issue. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all packaging personnel to raise awareness of this issue and prevent recurrence.

Event description:
It was reported when using 2 bd nexiva¿ closed IV catheter systems, that one-fourth part of the package was printed red. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the one-fourth part of the package was printed red."